Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient fell on her right body side. In clinic follow-up showed interference at the rv lead channel. The lead was explanted and replaced. The patient's condition is fine after the event.